Manufacturer narrative:
Approximate age of device ¿ 4 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that pump stoppage events occurred while the device was connected to the power module. The patient was not symptomatic. The patient was admitted for evaluation. The patient had two previous external percutaneous lead (driveline) replacements. The cardiovascular surgeon (cvs) requested an ungrounded power module patient cable, as it was reported that the patient was not a candidate for transplant or device exchange. It was reported that no additional alarms occurred on the ungrounded power module patient cable, and that the patient was doing well. The plan was to maintain device support on the ungrounded power module patient cable.

Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approximately 2 inches from the pump housing and the distal end of the lead measuring approximately 33 inches in length was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. Visual examination of the pump's blood-contacting surfaces upon disassembly of the returned pump revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of both returned portions of the lead revealed that all wires were electrically intact. Areas of significant breakdown of the metal braided shield were noted adjacent to the pump housing, at the proximal end of the distal returned lead segment (approximately 32-33 inches from the metal connector), and adjacent to the metal connector. Visual examination and hipot testing of the underlying wires on the internal portion of the lead revealed a breach in the insulation of the black wire at approximately 0.25 inch from the nipple of the pump housing as well as breaches in the insulation of the green, yellow, and orange wires at approximately 32.5 inches from the metal connector, exposing the inner metal conductors. The observed wire damage on the internal portion of the lead appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. In addition, examination of the external portion of the percutaneous lead revealed that the red wire was partially fractured adjacent to the nipple housing of the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the lead in this area. If the exposed conductors of any of the compromised wires contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported pump stoppages captured in the submitted system controller log file. The system also had the potential for an electrical short to occur on battery power to cause an interruption in pump function if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event was initially reported as a product problem. The patient subsequently underwent a pump exchange procedure. Additional and corrected information. It was initially reported that the lvad would remain in-use and the device was not available for evaluation. Subsequently, the device was explanted and returned for investigation. The device was returned for investigation. The evaluation is not yet complete.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to the existing internal short-to-shield. Inotropes were initiated.